Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to readjust the 5v power supply. The system was tested and found to be working as intended. The system was put back into service.

Event description:
The customer reported that there was a generator error. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system automatically shuts down when this occurs. There is no report of injury or death.